Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported fraying of the forceps wire was confirmed. The root cause of the issue could not be determined, however, it is likely the result of external factors and handling. Additionally, the root cause of the observed adhesive detachment of the of the lighting lens could not be determined but is likely the result of use stress or external factors and handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed, with the reportable malfunction of the adhesive peeling on the lighting lens. Additional issues were identified during the device evaluation: the bending angle was insufficient due to angle wire elongation; the play of the angle knob was out of the normal state due to angle wire elongation; the flexible tube of the insertion section was crushed; wrinkles in the insertion tube; the bending section adhesive part was missing; the inside of the forceps wire was broken; discoloration of the operation part was recognized; the suction cylinder is scraped due to external factors; water coverage was recognized on the electrical connector; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the forceps wire on the evis lucera duodenovideoscope was frayed and sticking out. There were no reports of patient harm associated with this event.